Manufacturer narrative:
The device was returned and evaluated. User error most likely contributed to the alleged event.

Event description:
Consumer alleges several incidents where device has tipped over on him. During one incident, drive wheel went off sidewalk into grass and unit tipped over causing injuries.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges several incidents where device has tipped over on him. During one incident, drive wheel went off sidewalk into grass and unit tipped over causing injuries.

Event description:
Consumer alleges several incidents where device has tipped over on him. During one incident, drive wheel went off sidewalk into grass and unit tipped over causing injuries.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.